Manufacturer narrative:
The bump without metal exposed was assessed as not reportable. Since there was no exposure of internal components, or any evidence that the integrity of the catheter had been compromised, then the potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The bump with metal exposed was assessed as a reportable malfunction as the tip was damaged leaving exposed internal components. Therefore, there was potential harm to the patient such as embolism. The awareness date was reset to january 13, 2017. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. Initially, it was reported that the catheter was inserted into the cardiac cavity and a heavy noise occurred on the intracardiac signals on both the carto and lab systems. The physician did have signals available to monitor the patient¿s heart rhythm on the polygraph monitor. Also, the catheter could not be deflected as intended. The cable was reconnected and rechecked but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The noise issue was assessed as not reportable as the patient's heart rhythm was still visible to the operator when the signal noise occurred. Therefore, the risk to the patient was low. The deflection issue was assessed as not reportable as the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the catheter for analysis and discovered on january 13, 2017, that the tip lumen had a bump with metal exposed about 2.5 cm from the distal end of the tip dome. Also, there was a second bump about 2.1 cm from the distal end of the tip dome with no metal exposed. Additional clarification was received on the returned catheter condition. There was no mention noted of this returned catheter condition and of any difficulty experienced while maneuvering the catheter or during the withdrawal of the catheter. A st. Jude medical swartz sl0 8.0 fr sheath was used.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. It was reported that the catheter was inserted into the cardiac cavity and a heavy noise occurred on the intracardiac signals on both the carto and lab systems. The physician did have signals available to monitor the patient¿s heart rhythm on the polygraph monitor. Also, the catheter could not be deflected as intended. The cable was reconnected and rechecked but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The returned device was visually inspected and two bumps were observed in the tip; one of the bumps observed had metal exposed. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. Further investigation revealed residues of polyurethane (pu) application was found at the t-bar anchored place, dacron assembly was in the correct position which indicates a proper manufacturing assembly. Additionally, catheter deflection is verified several times before leaving the facilities. The customer complaint regarding deflection issues has been verified. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly.